Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the reported event of pain / discomfort at the ipg site due to location or ipg size cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient complained of pain at her scs ipg site. Consequently, the patient had her scs ipg pocket relocated to the abdomen. Also, during the procedure the physician elected to replace the ipg with a smaller size ipg.

Manufacturer narrative:
The reported event of discomfort could not be confirmed via laboratory testing. In addition, the physician decided to replace the patient's ipg to take advantage of the smaller size replacement ipg. Based on the resolution the pain at the ipg site was likely related to the size and implant location of the ipg. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.